Manufacturer narrative:
A software analysis was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. No archive was provided for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device UDI number is unavailable. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy during the case. After verifying a straight suction, the surgeon alleged a 3 mm inaccuracy posterior. It was noted that there were no complications with the surgery. There was no delay to the case due to this issue, and there was no impact on patient outcome.